Manufacturer narrative:
The biomedical engineer states that he moved the cns (central monitoring system) that was not being used to the picu and he is now unable to monitor any beds. The cns is getting a communication loss error when trying to monitor a bed. Biomedical engineer was asked to verify the subnet, verify that the interbed was working and to power cycle the cns. Power cycling the cns resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer states that he moved the cns (central monitoring system) that was not being used to the picu and he is now unable to monitor any beds. The cns is getting a communication loss error when trying to monitor a bed.